Event description:
According to the reporter: the patient experienced swelling of the skin and redness. This turned the tissue hard and dry; and the skin to split. Tissue damage was reported. Upon follow up patient may be referred to plastic surgeon. Operating room time not extended longer than 30 minutes, no bleeding of more than 250ccs.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(4) 2010.